Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation towards the lead was confirmed. The helix mechanism failed to operate due to the presence of dried blood and tissue. The lead passed stylet insertion test and pressure test, however failed the helix mechanism test. This lead passed electrical testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The physician attempted to revise the lead, however, the helix did not retract completely. Additional information indicated that the high pacing thresholds could have been caused by a micro perforation or a silent myocardial infarction. However, x-ray and computed tomography (CT) scan results did not support this suspicions. This lead was explanted. No additional adverse patient effects were reported.